Event description:
This report addresses the use error-reuse of supplies. The customer contacted baxter's technical service center to report an issue of low drain volume (ldv) on home choice (hc) device during initial drain . The home patient (hp) stated that she had been getting ldv alarms all evening and she stopped the hc and started over using same supplies several times, however the alarm returned. The hp did not know how much she had drained. The baxter technical representative (tsr) explained to the hp that she cannot stop and start completely and use the same supplies once she started therapy. The hp stated that her peritoneal dialysis registered nurse (pd rn) did not inform her not to do so. The hp now understood. The tsr informed the hp to start over with new supplies since she will probably not have enough solution to complete her therapy and to call back once she gets the ldv alarm again and we will troubleshoot to be sure she is empty. The tsr advised to inform the rn regarding this issue. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Since the lot number is unknown, batch review will not be performed. A follow-up MDR will be submitted if additional information is obtained

Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use supplies was confirmed. The assignable cause code was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.